Event description:
Cannula fell off the syringe while it was in the wound. There was no change in the wound and no pt injury was experienced. Upon follow up with reporter a potential exists for injury if event were to recur.